Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, to provide the completed investigation results, and update a3. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath, locator, guidewire, foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for non-deployment device pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath or likely that the device sleeve was not in the rear holding position prior to carrier tube assembly with the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after introducing the angio-seal accordingly, the physicians observed that the suture and collagen sponge were missing; therefore, they were unable to proceed to hemostasis. The angio-seal was removed, and manual compression was performed. There was no harm to the patient. Additional information was received on 20 apr 2023: the procedure performed was a carotid stenting using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. When device was unpacked it was clear from the beginning that some parts were missing. No pre-deployment angiogram was performed. There were a few drops, normal bleeding, before manual compression was performed. The patient was in stable condition. No concomitant medical products were used with the angio-seal involved.